Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego.q system. During an interventional procedure, the user reported an "e-stop defect" message on the system display. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No system failure or non-conformity was identified. During a patient procedure all system movements became unavailable and the message "emergency button active" was displayed to the user. As no emergency button was actually pressed, the circuit was opened or interrupted somewhere else. Upon investigation the involved service engineer (cse) found the user interface cable from the user location interface (uli 1) to the interface modules to be pinched under the table top. The cable was cut and as a result the emergency circuit was activated during table top movements initiated by the user. The cse replaced the affected cable and the system was returned to clinical use. The manufacturer is not considering further actions resulting from this individual event caused by user error.